Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument failed to excite. Site used backup harmonic ace.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken blade at the base of the blade. A piece approximately 13mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was returned. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.